Event description:
Carotid ultrasound being performed on the patient. When the tech tried to send images to the pacs, the images wouldn't transfer. The radiologist used a preliminary report off of the images on the ultrasound itself. It was later discovered that the hard drive had crashed and needed replacing.